Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a patient had been admitted to the hospital in (B)(6) (exact date unknown) for low blood pressure. The nurse stated patient was found to have an elevated while blood cell count, due to an allergy to the pd catheter. Not cycler related. The patient's catheter was pulled and patient was switched to hemodialysis. Medical records requested.